Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 18-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the user was unable to scan 2 medications to restock. A technical support specialist (tss) confirmed that a csc logged in as admin and a user at the station scanned the medications. Alternatively, customer was offered the option to provide an available time frame for a callback. Multiple follow-ups were made over several days with no response from the customer. Proceeding with case closure.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the user was unable to scan 2 medications to restock, and it was not showing in the app. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.